Manufacturer narrative:
The amo field service specialist (fss) visited customer site to inspect the unit. Fss replaced the vitrectomy valve and sensor manifold to resolve the issue. Fss performed the field service checklist, which the unit passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that vitrectomy failed to work on the compact intuitiv console. They tried multiple cutters and packs with no improvements. They also tried cutters on their 2nd system with no improvement. It was confirmed that vitrectomy cutter was connected correctly to the console and irrigation/aspiration (ia) tubing and that the delivery mode was set to ica. The account performed a vitrectomy prime and then observed cutter under microscope at 100cpm but there was no movement at cut port, but the vitcut valve could be heard operating. It was reported that the surgeon was unable to complete vitrectomy and a follow up surgery will be scheduled with the patient. When asked the account if the patient treatments was delayed or cancelled, the response was "yes". This report pertains to event reported on the first compact intuitiv console. A separate report will be submitted for the second console.

Manufacturer narrative:
Device (replaced component) returned to manufacturer on 01/06/2017. The return part evaluation:the replaced part (0130-2024-lf, vit valve and sensor manifold) on the system was returned and the evaluation was performed under manufacturing diagnostic system test. The result was passed.the system evaluation: the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intuitiv console system showed no issues or non- conformities. No deviations were reported. The device was documented as meeting all required specifications. Therefore, the manufacture of the device did not contribute to the reported complaint.